Manufacturer narrative:
The customer complaint is being reported out of an abundance of caution based on the customer provided results. There were no allegations of patient/user harm. Qc retention was investigated. The qc retention measured within specifications. The customer has not yet responded to attempts to have product returned for investigation. This lot of a1cnow product has had no other accuracy-related complaints lodged against it.

Event description:
The customer reported a patient who tested at 7.6% hba1c on the a1c test kit and went to the doctor three days later and received a result of 11.6% hba1c. There were no allegations of patient/user harm.